Event description:
It was reported that the patient experienced an exasperation of their pre-existing neck pain due to cervical stenosis issues. Reprogramming was attempted but did not resolve the patient's pain. Therefore, the patient had to turn off their spinal cord stimulator (scs) stimulation therapy and underwent a nerve block procedure in an attempt to alleviate the pain. The patient is doing well and the scs stimulation therapy remains off. A computerized tomography scan (CT scan) was performed but the results are unknown. The devices remain implanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc236650e0, model: sc-2366-50e, serial: (B)(4), batch: 7072365; product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7072377.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6; upn: m365sc2366700; model: sc-2366-70; serial: (B)(6). Brand name: linear 3-6; upn: m365sc2366700; model: sc-2366-70; serial: (B)(6).

Event description:
It was reported that the patient experienced an exasperation of their preexisting neck pain due to cervical stenosis issues. Reprogramming was attempted but did not resolve the patients' pain. Therefore, the patient had to turn off their spinal cord stimulator (scs) stimulation therapy and underwent a nerve block procedure in an attempt to alleviate the pain. The patient is doing well and the scs stimulation therapy remains off. A computerized tomography scan (CT scan) was performed but the results are unknown. The devices remain implanted. Additional information was received with the correct model and serial numbers for the two related leads.